Manufacturer narrative:
(B)(4). Date sent: 03/01/2021. Based on additional information received additional h6 codes have been added; medical device problem codes.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the laparoscopic resection of low rectal cancer surgery, after fired, could not open the jaw and device was locked on tissue with jaws closed. First pushed the knife reverse button forward and no response. Then tried to hold the closing trigger while pressing the anvil release button, the device could not open. The nurse then assisted in unloading the battery bin and reinstalled and again tried to push the knife reverse button, but still was unable to open the device. Then after opening the manual override lever, pulled forward once, the instrument still could not open. Then pulled the black pull rod of the manual override lever again, but cannot pull. The device was then dragged directly out of the tissue with the aid of other grippers and other instruments as the jaws never opened. There were no adverse consequence to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2021.d4: batch # u5e15l. H6: component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with one gst60g reload loaded in the device. The reload was received partially fired 2/3 and with damage on reload deck. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to the home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in a sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.